Manufacturer narrative:
Device manufacture date: february 15, 2018 - february 20, 2018. The actual sample was received at the plant for analysis with approximately 154ml of fluid in the bladder. A visual inspection on the returned unit shows no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the unit, and the flow rate of the device was found to be in specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that the bladder was more than half inflated after 23 hours of infusion time. The infusor had been filled with flucloxacillin 12000mg in 230ml of sodium chloride. It was further reported that the patient had dropped the device on the floor while it was connected to the peripherally inserted central catheter (PICC). It was reported that there were no issues with the PICC line - this was flushing. The device continued to flow when disconnected. There was no patient injury or medical intervention associated with this event. No additional information is available.